Event description:
Agent ide study. It was reported that restenosis and death occurred. In 2018, complete total occlusion was noted at proximal, and mid left anterior descending (lad) and a 3.5 mm x 12 mm synergy drug eluting stent was placed at mid lad. Also, 70% stenosis at proximal right coronary artery (rca), which was treated with a 3.5 mm x 16 mm synergy stent and 95% stenosis at right posterior descending artery (r-pda), which was treated with a 2.5 mm x 38 mm synergy drug eluting stent. On (B)(6) 2022, the subject presented to the hospital with the complaint of abnormal stress test. Heparin or antithrombic medications were administered at the time of index procedure. The subject was recommended for cardiac catheterization, which revealed 70 % in-stent restenosis at mid lad and 60% in-stent restenosis of synergy stent at r-pda with abnormal stress test. The first target lesion was located at the mid left anterior descending (lad) and was 18 mm long with a reference vessel diameter of 2.5 mm. The target lesion was predilated with a 2.5 mm x 10 mm balloon with 10% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was treated with a 2.5 mm x 20 mm agent dcb study device successfully, with 10% residual stenosis and timi flow of 3. The subject was discharged on aspirin and clopidogrel. On (B)(6) 2023, the subject expired due to ischemic cardiac disease. At the time of event, the subject was on aspirin and clopidogrel. There was no action taken to treat this event. Per the death certificate, the primary cause of the death was heart failure due to ischemic cardiac disease.